Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision on (B)(6) 2019 (reference MFR report: 1627487-2019-05577), patient experienced a cerebrospinal fluid (csf) leakage due to a dural tear. The physician stitched up the location of the dural tear, which resolved the issue. Follow-up determined that patient experienced no symptoms associated with csf leak.